Event description:
Physician noticed a "crack in the blade during surgery".

Manufacturer narrative:
It was reported that the physician noticed a crack along the seam where the flap is glued. There was no patient impact. The device has not yet been returned to the manufacturer for evaluation. When the investigation has been completed, a follow-up report will be filed.